Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic sleeve gastrectomy procedure on unknown date and suture was used. Three or four months following the procedure, the patient experienced loss of appetite and a feeling of unwellness. The symptom of the patient was ileus and reoperation was performed. During the re-operation, it was confirmed that around the tissue, where suture was used, there were calcification and adhesion.